Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred on a homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) in clearing the alarm and removing the cassette. The tsr advised the hp to restart therapy with new supplies. There was patient involvement but no patient injury or medical intervention associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.